Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed the packaging was torn. The reported condition was verified. The cause of the event was due to human error. Refresher training sessions have been conducted, on the positioning of the hard components (roller clamp, slide clamp, etc.) During the coiling method prior the packaging step, to mitigate the risk of such occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of one (1) vented nitroglycerin set was damaged. The reporter stated that this product had been on the bottom layer of the carton, and that the back packaging film appeared to be pierced. There was no patient involvement. No additional information is available.